Event description:
Procedure type: colectomy. According to the reporter: the sulu could not be loaded. It did not click properly. The jaws remained slightly opened, and when the surgeon tried to close the instrument to insert the instrument in the trocar, the sulu would not re-open. Another sulu was tried with the same problem. The surgical procedure was converted to open surgery.

Manufacturer narrative:
(B)(4).